Event description:
It was reported this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER), during which a device interrogation was performed. Upon interrogation, it was discovered that inappropriate anti-tachycardia pacing (atp) and shock therapy was delivered due to this right ventricular (rv) lead oversensing noise. The health care professional (hcp) placed a call to technical services (ts) to discuss programming options. The hcp plans to reprogram the crt-d to disable tachy therapy, schedule the patient for an rv lead revision procedure and send the patient home wearing a non-boston scientific product, life vest. At this time, the device system remains in-service. No adverse patient effects were reported. Subsequently this right ventricular (rv) lead was explanted due to fracture and replaced successfully with a new device. No additional adverse patient effects were reported.

Event description:
It was reported this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER), during which a device interrogation was performed. Upon interrogation, it was discovered that inappropriate anti-tachycardia pacing (atp) and shock therapy was delivered due to this right ventricular (rv) lead oversensing noise. The health care professional (hcp) placed a call to technical services (ts) to discuss programming options. The hcp plans to reprogram the crt-d to disable tachy therapy, schedule the patient for an rv lead revision procedure and send the patient home wearing a non-boston scientific product, life vest. At this time, the device system remains in-service. No adverse patient effects were reported.